Event description:
It was reported the patient¿s battery was replaced. It was reported the battery replacement was due to the battery being dead. It was noted the patient status was unknown. It was reported the patient¿s battery had depleted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 435135, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient experienced a shocking sensation when hair dryer was close to battery. It was noted the patient was on very high settings.